Event description:
The complainant alleged that during an event the device would not allow the medics to defibrillate a pt in full arrest. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.